Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The tip cover, switch box and electrical connector guide pins were not watertight. Scratches were found throughout the device. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Wrinkles in the insertion tube were noted. The adhesive of the bending section cover was missing. The suction cylinder was scraped. A review of device history review (DHR) confirmed that the device was shipped in accordance with specifications. The root cause of the subject event was not specified. It is presumed that the defective event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the videoscope exhibited air leakage. The leakage was detected when a water leakage test was performed using the reprocessor (model unknown). The device was returned and an evaluation revealed, the adhesive of the light guide lens had come off. There was a gap in the glued end or dirt had entered the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.